Event description:
The lead involved in this MDR report was implanted in (B)(6) 2008. During the re-intervention on (B)(6) 2009 to reposition the lead, the retractable screw could be retracted; however, after repositioning, the screw could not be extended any more. Therefore, the lead was explanted.

Manufacturer narrative:
(B)(4). This event concerns a device that was manufactured and used outside the united states. The analysis is pending.